Event description:
A nurse called to requested help interpreting event logs. She stated on (B)(6) 2012, around 13:50, one of her nurses hung a bag of magnesium, unknown volume, to be administered over 4 hours. She believed it was set up as a primary infusion. At 14:55, all of the medication was delivered. She stated that the medication went in too fast. She reported that the pt required an electrocardiogram and several blood tests for magnesium levels. She reported that the pt did nt show any clinical side effects of too much magnesium and was clinically stable. Customer states that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Customer has returned the data set and event logs and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.